Manufacturer narrative:
Correction: b5 should include discomfort.

Event description:
It was reported that the patient presented in clinic for a follow-up after receiving an inappropriate shock with reports of discomfort. Interrogation revealed that the implantable cardioverter defibrillator exhibited undersensing leading to the inappropriate shock. Programming changes were made. The patient had no adverse consequences.

Event description:
It was reported that the patient presented in clinic for a follow-up after receiving an inappropriate shock. Interrogation revealed that the implantable cardioverter defibrillator exhibited undersensing leading to the inappropriate shock. Programming changes were made. The patient had no adverse consequences.